Manufacturer narrative:
(B)(4).

Event description:
Keith needle broke off in the patient's leg. When returned to scrub tech, physician notified. Physician looked in wound, had to remove plate to obtain broken off piece of keith needle. Prior to close, the entire keith needle was accounted for. No harm done to patient.